Manufacturer narrative:
(B) (4).

Event description:
It was reported that the patient was admitted to the ER due to withdrawal symptoms of acute pain, nausea, and flu-like symptoms that had been ongoing since yesterday. The patient's pump had run out of medication and was not due for a refill for approximately one more week. In the ER, the patient was treated with a fentanyl patch and a "shot of morphine". The patient stated that the pump was now alarming. They had planned to refill the patient's pump in the clinic. Additional information has been requested, a follow-up report will be sent if additional information becomes available.